Event description:
It was reported that the patient presented in clinic for follow-up. During the device check, message was displayed and data reading could not be performed. The error data was stored and forced termination was executed. The device check was performed successfully. The patient was stable.